Event description:
Legal counsel for patient reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2006 and an initial right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on an unknown side on (B)(6) 2014 due to patient allegations of elevated metal ion levels, pain, loss of range of motion and metallosis. A second revision on an unknown side was completed on (B)(6)2015 due to patient allegations of elevated metal ion levels, pain, loss of range of motion and metallosis. The modular head and taper adapter were removed and replaced and a liner was implanted in both procedures. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2014 or (B)(6) 2015. Date explanted - (B)(6) 2014 or (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03277 / 03278).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent an initial left total hip arthroplasty on (B)(6) 2006 and an initial right total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on an unknown side on (B)(6) 2014 due to patient allegations of elevated metal ion levels, pain, loss of range of motion and metallosis. A second revision on an unknown side was completed on (B)(6) 2015 due to patient allegations of elevated metal ion levels, pain, loss of range of motion and metallosis. The modular head and taper adapter were removed and replaced and a liner was implanted in both procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on the right side on (B)(6) 2014. Operative note further reported an abundance of fluid in the joint and a pseudo capsule coursed around the femoral nerve and femoral artery. The head was removed and replaced and a liner was implanted.